Event description:
During a trans radial coronary intervention, the stent embolized, requiring surgical intervention to remove it. The lesion being treated was a very calcified, 90% stenotic lesion in the proximal right coronary artery (rca). The physician inserted a 6f heartrail jl3.5 guide catheter, but was unable to cross the lesion. It was exchanged for a 6f heartrail al1.0 guide catheter, which successfully crossed the lesion. A rinato guidewire and a volcano ivus (eagle eye) were inserted, but this system was unable to cross the lesion. (The lesion vessel ID confirmed by x-ray and ivus was 5.0 mm.) Lesion dilatation was performed with a prestige magna 3.0/20 mm balloon catheter, which was inflated twice to 10 atms each. The express2 monorail 16/4.0 mm stent delivery system was inserted. Strong friction occurred during insertion because the proximal rca was very tortous, and the stent became stuck. Therefore, this device was inserted and removed several times, but finally the stent came off of the delivery balloon. The physician was unable to recover the stent, so it was removed via a right radial artery cut-down procedure.